Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9197398. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally after reviewing the device submitted by, our quality engineers identified the foreign material as an abnormality in the heparin cap material. Based on this observation they are able to determine that the root cause for this event is related to human error.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. The following information was provided by the initial reporter, translated from chinese to english: when opened the package, a black spot on the heparin cap. The black spots can be erased by hand.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: when opened the package, a black spot on the heparin cap. The black spots can be erased by hand.